Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced too much pain in the chest and the ejection fraction has recovered to 40 percent. This device was explanted and replaced. No additional adverse patient effects were reported.